Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is flush on her insulin pump. Customer stated that the insulin pump is alarming motor error during bolus delivery. Nothing further was reported.